Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found there was no problem with the image, angulation was reduced, the scope body was scratched, and a customer label was on the grip. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the channel could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the channel could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the image of the duodenovideoscope was blurry. The issue was found during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the biopsy channel was clogged with foreign material. The report is being submitted due to the defect found during evaluation.